Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have occurred due to failure/damage of the touch panel (sensor) which caused the e333 to be displayed. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center showed touch panel error e333 on the screen. The issue was found during a therapeutic gallbladder surgery. The procedure was completed using the same device, and the device worked normally. After restarting the device, no error message was observed. There were no reports of patient harm.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed that the front panel was damaged/cracked, the reported error e333 could be caused by defective/damaged touch panel (sensor) that may have been damaged (possibly from a drop). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.